Event description:
The user facility reported that during a patient procedure the suction would not work on their trufreeze console system. The procedure was subsequently cancelled. No report of injury.

Manufacturer narrative:
Through follow-up with the steris service technician and a steris regional sales associate, the trufreeze console system had been left in the filling process overnight (more than 10 hours). During the beginning of the patient procedure, the suction pump to the trufreeze console system would not work subsequently causing the procedure to be cancelled. A steris service technician inspected the trufreeze console following the reported event and stated that the bellow on the suction pump was likely still "frozen" from being left in the filling process for a duration of time. The steris regional sales associate counseled user facility personnel on the proper use and operation of the trufreeze colsole system specifically the proper filling process. The trufreeze console system's operator manual states, "once the source tank valve is open, the filling will begin. Approximately 15-25 minutes is required to fill an empty console. Note: the abort button may be pressed to interrupt the fill process at any time. When the console tank is full, the fill screen will prompt the user to close the liquid valve on the source tank. Close the liquid valve on the source tank by turning all the way to the right (make sure valve is securely closed). Warning: do not use the system if the system has indicated an alarm; user or patient injury or device damage may result. Investigate the alarm and contact steris endoscopy if the cause cannot be determined or corrected. A large red reminder button (source closed?) Will be displayed on the fill screen. Push the reminder button to acknowledge the source tank has been closed." The trufreeze console system was returned to service and no additional issues have been reported.